Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ventral hernia procedure, the devices were hard to load, difficult to fire and the tacks would not fully deploy. They opened a new device to resolve the issue in order to complete the case. There was no patient injury.